Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hernia procedure, when the product was pulled out from the port, it was noted that there was no gauze part at the tip, and it was in the port, the product was collected. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the tip of the device had been removed from the shaft. Functional testing could not be done due to the condition that the device was returned in. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the device's cotton tip being disengaged is a result of handling rough by the end user. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.